Event description:
(B)(6) received information that one day following the implant of this valve, a severe left ventricular outflow tract (lvot) obstruction was reported. No treatment was provided. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).